Event description:
It was reported to philips that the system failed to power on after being turned off in a hot equipment room on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 19" color lcd monitor cr (dc19-lcr) and follow-up was required to confirm resolution. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).